Manufacturer narrative:
Visual and dimensional analysis was performed on the returned devices. The reported difficulty removing the catheter was unable to be confirmed as a proxy guidewire was able to be fully inserted through the catheter without anomaly, and there was no observable damage consistent with difficulty removing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the reported difficulties were unable to be confirmed, as the returned device was able to function as expected. The guidewire exit notch was noted to be stretched on the distal edge; however, the stretching is not directly attributable to the reported event and is indicative of customer use/guidewire insertion. It could be that the guidewire used with the catheter became damaged, which then caused the difficulty removing the guidewire from the catheter and the subsequent stretching to the guidewire exit port of the catheter; however, this could not be confirmed. While the reported withdrawal issue could not be conclusively determined, it is likely that either the patient¿s anatomical condition(s), use technique(s), the guidewire¿s condition, or the guide catheter size affected the catheter¿s withdrawal; however, this could also not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (lad) coronary artery with no calcification and no tortuosity. The dragonfly catheter was advanced without issue but during removal the catheter there was resistance. The catheter was stuck on the guide wire and both devices had to be removed as one unit. Another new catheter was used with a new guide wire to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.